Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving a patient notifier. Upon interrogation, the implantable cardioverter defibrillator exhibited low left ventricular pacing lead impedance. The measurement could not be reproduced. No device intervention was performed. Patient was asymptomatic and will continue to be monitored.